Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No excessive no delivery alarms were noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during basal and bolus. Customer's blood glucose was 200 mg/dl. During troubleshooting customer reported that tubing was not bent, site was rotated and insulin was not expired. Customer had not tried different cannula length. Customer declined further troubleshooting as it had also been done previously with no resolution. Insulin pump would need to be replaced.